Event description:
Information was received indicating that a smiths medical cleo® 90 infusion set was not adhering to the patient's skin; not sticking initially or falling off. Patient's mother reports that the "blood sugar was high" and insulin was required to manage blood sugar. No further adverse effects were reported.

Manufacturer narrative:
Six cleo infusion sets were returned for evaluation. Visual inspection found one received with retractor activated and skin adhesive stuck to the base. The other five samples were received with the retractor activated and the base removed. A functional test could not be performed due to the fact that the samples received for evaluation were previously used and according to instructions for use (aml40-5374-24j) any attempt to reprocess the device for subsequent re-use may adversely affect the integrity of the device or lead to deterioration in performance. No discrepancies were detected however. One (1) sample was place in "dry and clean skin" as per instructions for use. One (1) sample was placed on "greasy skin". One (1) sample was placed in "wet skin". The customer's complaint was not verified. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.